Event description:
Pt with osteoarthritis was implanted with interpositional device in 2004, and discharged later that day with no significant issues. Surgeon indicated that implant was removed at approximately 5 weeks later, following subluxation.

Manufacturer narrative:
Interpositional device was explanted following subluxation.